Manufacturer narrative:
(B)(4). The customer reported failure code 812. During the product evaluation at baxter, it was discovered that failure code 812:05 had occurred. Failure code 812:05 is a cascade failure of failure code 810:04. Failure code 812:05 did not interrupt delivery.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined. Additional: a service history review revealed that the device was not previously evaluated for the reported condition. A trend review has been performed and there have been similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation mdq-CAPA (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 812. This problem was identified during bio-med testing. There was no report of patient involvement, injury, or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 812 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.